Event description:
As stated by the customer 2011 (B)(6): one of the coupling is defective, for safety reasons we decide to replace the sling completely. None was involved.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer medibo medical products (B)(4) . Please note the previous reports for this product have been submitted by medibo medical products (B)(4). This manufacturing site is permanently closed down as of 2011-09-30 and going forward complaints related to this product are handled by arjohuntleigh (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.